Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The user facility reported that during an unspecified diagnostic procedure, the video for the scope went blank when the subject device was connected, and the scope connector was loose. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found that illumination light was not emitted caused by contact failure between the scope connector and the output socket, due to the scope connector socket being worn. This report is being submitted for the malfunction found during the evaluation (contact failure due to worn scope connector socket). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Corrected field: d10 - concomitant medical product: endoscope. Updated field: h4 - device manufacturer date: 16-may-2017. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and the reported allegation of no image was not confirmed. However, the loose scope connection was confirmed due to a worn scope connection socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was noted by investigation that it has been over 5 years since the subject device was manufactured. The most likely cause of the reported image failure was determined to be caused by a loose scope connection. The root cause of the loose connection was not established. Olympus will continue to monitor field performance for this device.